Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. On the day of the event, the patient was receiving no readings on her tandem pump which was her sole display device. The display device showed 3 dashes for an unspecified duration of time. As a result, the patient became hyperglycemic because the hybrid-closed loop system was unavailable due to the absence of cgm values, and the patient became hyperglycemic. She also noted that she took the sensor off (it had been 3 hours) and her fingerstick was high, "really high." It was reported that the patient received an unspecified number, then got the three lines, and then "moved everything" and the numbers came back (value not specified), then she fell asleep. The patient called an ambulance because she was hyperglycemic. It was not specified nor clarified whether the patient experienced symptoms at that moment; however, the patient was reportedly not fine at that moment. She did not specify whether this reading came from a fingerstick or her cgm. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.